Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. A85500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain "), migraine ("migraine"), fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral), left oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, migraine, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results : bilateral occlusion. Lot number:a85500 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. A85500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain "), migraine ("migraine"), fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral), left oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, migraine, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on 02-aug-2013: results : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal), ovarian cyst were added. Event onset dates were added. Lab test was updated from imaging procedure to hsg. Event outcomes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain "), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy . (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: event injury was replaced by pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migraine, fatigue were added. Case is now upgraded from other event to incident. On 17-sep-2019: fu 2 and fu 3 processed together. No new significant information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.